Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: during testing, the display screen was found to be dim and discolored. The battery compartment was cracked. Unrelated to these issues, the keypad cover was punctured by the up arrow button. Chunks were missing from the keypad cover and it was peeling from the bottom. Additionally, the audio bolus button cover was damaged. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a display issue and damage to the battery compartment. This report is made based on results of investigation completed on (B)(6) 2015.